Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia and transabdominal preperitoneal ventral hernia repair procedure, the mesentery was injured while placing a trocar. The complication resulted with a 300ml blood loss. The bleeding was controlled with cautery. The surgeon reports that the injury was due to the inability to focus an unspecified third-party camera during port placement with a da vinci trocar and disposable obturator. The procedure was completed robotically. The patient stayed overnight for observation instead of being discharged home the same day. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined.